Event description:
Ruptured implant. A 46 yr old white g3p3 female status post bilateral subcutaneous mastectomy for fibrocystic disease in 1976 had subglandular bilumen surgitek in 1980. Decrease in right. Bilateral open capsulotomies. Replacement of 280 cc bilumen surgiteks 8/20/97. Right ruptured. Left saline deflated. Pt complains of decrease in size of implants. The right greater than the left, over the past 1.5 yrs. With increased severe pain on left for last yr. No trauma. Systemic symptoms over the past 3 yrs. Progressive in nature, and disabling include: arthralgias involving hip, feet and pelvic bones for last 2 years, left greater than right, morning stiffness of 2 hrs duration, myalgias in upper shoulder girdle ligature, shooting pains in breasts, left greater than right, burning pains in left chest, tingling, dysesthesias in hands, spasms in lower back, thighs,legs and neck, swelling of feet and hands, face swollen in morning, fatigue, increase of fatigue with physical exertion,firm lumps in face and antecubital spaces, swollen lymph nodes in throat, sore throat,and hot flashes. Otherwise healthy.